Event description:
It was reported that the customer was received one package of wound drain product ref # (B)(4) with a hair packaged inside with product.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 6378919 was initiated to address the reported event. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), silicone evacuators wound drain. Visual inspection of the one-photo sample noted a strand of hair on the silicone suction bulb inside the unopen packaging. This does not meet specification per (B)(4), revision 12 which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc.". This specific complaint allegation was part of a broader investigation captured in CAPA 6378919. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was received one package of wound drain product ref # (B)(4) with a hair packaged inside with product.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 6378919 was initiated to address the reported event. Received (1) photo samples. Visual inspection of the one-photo sample noted a strand of hair on the silicone suction bulb inside the unopen packaging. Visual evaluation of the returned sample noted one unopened (without original packaging), silicone closed wound suction evacuator. Visual inspection of the sample noted a strand of hair on the silicone suction bulb inside the unopen packaging. This does not meet specification which states "the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc." This specific complaint allegation was part of a broader investigation captured in CAPA 6378919. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was received one package of wound drain product ref # (B)(4) with a hair packaged inside with product.